Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5.00x100mm armada 35 balloon dilatation catheter (bdc) was used in a procedure and a hub leak was noted; therefore the bdc was removed from the patient. There was no adverse patient effect and not clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that the procedure was on (B)(6) 2022 and was to treat the superficial femoral artery. Another armada balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a conclusive cause for the reported leak could not be determined. It may be possible that the inflation device was not properly connected to the sidearm or damage to the sidearm occurred; however, without having the device to examine, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3, b6: date of event, date of tests. H3: device was not received.